Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a performance issue, unable to load patient data. The customer reported that the issue occurred when trying to load a specific patient details. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station worked slowly. A technical support specialist changed the speed to 100 mbps half duplex as per ka000014635 to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.